Manufacturer narrative:
The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fibre bonding in the outer tube area (distal end) is damaged and protector of the video cable section is cut. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused due to the video cable is broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope exhibited image flickers. The issue occurred during a therapeutic appendicectomie procedure, which was completed using the same device. No patient harm was reported.